Event description:
It was reported the patient's experiencing difficulty charging and the external devices will not indicate a full battery recharge. Troubleshooting and replacement of the charger did not resolve the issue. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's phsician regarding medical history.